Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced slight pain in his chest and felt hot. He then noticed the vad rate had increased to 110-120 bpm. The patient changed the pump setting to fixed mode and went to the clinic. An echo was performed and found to be normal.

Manufacturer narrative:
The patient remains on lvad support in fixed mode and is currently at home and stable. No further information is available at this time.